Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the adc device. The customer experienced symptoms of pain, pus, redness, and "festering wound" at the sensor site and received unspecified treatment from a healthcare professional. No additional information was provided. There was no report of death or permanent injury associated with this event.